Manufacturer narrative:
An initial evaluation of the returned device indicates that powering off of the device in these circumstances (low battery level) is not considered a malfunction, as the device is designed to revert to operate as a manual wheelchair when the battery power level can no longer support operation in the power assist mode. A full evaluation of the returned device is being conducted and a formal report will be filed in the company product complaint files, when complete. Manufacturers note: this report is being filed past the 30 reporting time-line. Initial determination was this event was not regretable. However, following a comprehensive review of all product inquiry/complaint info, the company, in conjunction with the complaint handling unit, elected to file a report.

Event description:
A user was using a demo device for evaluation purposes prior to making a purchasing decision. While using the device, the user reported two (2) falls associated with use of the product in the same day. On the first event, the user was on a slight incline, and reported that the power shut off, resulting in a fall to the right side. The user scraped his elbow and wrist as a result of this fail, but per user, no medical attention was sought or required. On the second event, the user was travelling up an incline (reported approx 35 yards long) and was nearing the top of the rise when the device powered off. The device then spun around and rolled down the incline forwards. The user turned the wheelchair at the bottom of the incline, and this resulted in the device falling over on it's left side. The user reported hitting is head on cement during this fall, but no medical attention was sought or required.